Manufacturer narrative:
One healing abutment was returned for investigation. Visual inspection of the as returned product identified signs of usage around some of the threads resulting in the pealing of the coating. Functional testing was performed for the returned product with an in-house stock part and was determined that the healing collar assembled and did seat as intended. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was unconfirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative. The following section was corrected: b5: event description.

Event description:
It was reported that the healing abutment could not seat onto the implant. Another abutment was able to be seated.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Reporter's last name and email not provided/unknown.

Event description:
It was reported that the healing abutment could not seat onto the implant. Another implant was placed.